Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 60 seconds, the balloon ruptured. The procedure was completed with a 2.0-20/143mm sterling es balloon catheter. No patient complications were reported.